Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2024-00830 that was submitted on march 20, 2024 as this event is a duplicate of MFR report number 0002023141-2024-00683 that was submitted on march 11, 2024.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2024-00830 that was submitted on march 30, 2024 is a duplicate of MFR report number 0002023141-2024-00683 that was submitted on march 11, 2024. Therefore, this supplemental mw is being submitted as a retraction due to duplication. All details regarding this event have been processed and completed under MFR report number 0002023141-2024-00683. No additional reports will be submitted under MFR report number 0002023141-2024-00830.

Event description:
It was reported that the implant at tooth location # 21 was removed due to infection and bone loss. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown/not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.